Event description:
Implant date: (B)(6)2010. At 2 months post-op, the doctor noticed a bent implant, but chose to leave it, as it was radiographically intact. Patient developed an atrophic nonunion. At about 5 months post-op (on (B)(6)2010), the implant was replaced with another sonoma implant. Explant returned. R & d analyzed the returned implant and found that the device broken at the wavy body. This is consistent with breakage after a prolonged nonunion.